Event description:
During the eval of a returned spectrum infusion pump, 19 occurrences of "upstream occlusion" alarms were identified in the event history log and rite testing experienced undetected upstream occlusion. Any pt involvement, injury or medical intervention required since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "upstream occlusion" alarms were confirmed through the event history log review and undetected upstream occlusion was confirmed durin rite testing. The cause was undetermined. If any add'l info is received, a f/u will be sent. The ultrasonic sensor was replaced.